Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the primary surgery was performed on unknown date with expedium system (p/ns and lot numbers were unknown) at lumbar (detail location was unknown). After the surgery, it was reported that the revision surgery was performed on (B)(6) 2019 for unknown reason. No further information was provided by the hospital.